Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the patient received inappropriate high voltage therapy due to oversensed noise. The lead picked up a non-physiologic signal at irregular intervals that caused binning as vf events. Fluoroscopy revealed external conductors. The lead was capped and replaced. No further information is available.